Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation it the inoperable keypad w/ an intermittent keypad response, which was experienced during eval. The #2 and #3 keys were intermittent and found to be caused by a failed keypad. The remaining keys were tested and found to be functioning as designed. The front case ( including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.